Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that during the procedure, the ablation catheter (smarttouch thermocool d curve) became stuck in the vizigo¿ sheath. The physician was not able to pull the catheter out of the sheath or push it through. After multiple unsuccessful attempts to pull back the ablation catheter from the vizigo¿ sheath, the physician pulled the catheter and vizigo¿ sheath out of the patient as a combination. Outside the patient, with a lot of strength, the physician was able to remove the catheter from the vizigo¿ sheath. A new vizigo¿ sheath and smarttouch catheter were used to finish the procedure. No patient consequence. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the hemostatic valve was dislodged inside the hub component. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 16-oct-2022.

Manufacturer narrative:
Date of event: the exact date of event is unknown and therefore this field is populated with (B)(6) 2022. (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on 22-sep-2022. The device evaluation was completed on 16-oct-2022. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dislodgment of the hemostatic valve could be related to the resistance reported by the customer. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device number 00001929 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).